Event description:
This pt was admitted to the hospital on (B)(6) 2014 with complaint of left hip fracture. The pt was sent to the emergency dept. After experiencing discomfort in regards to his lower extremities. The pt was consulted by an orthopedic surgeon for eval and management of the left hip and femur fracture. The pt had a previous (3 years) fracture of the proximal femur that involved a procedure for an open reduction internal fixation of the left femur fracture on (B)(6) 2010. The pt was reported by his family as not being able to walk since his previous fracture and basically just transferred. The pt was recommended to have a procedure to stabilize the femur fracture and make his transfers less painful. On (B)(6) 2014, the pt had a procedure for removal of the implant plate with the screws in his left leg femur area. The procedure due to the complexity of the fracture in length of the case require a second orthopedic surgeon to be present for the fixation of the comminuted, segmental femur fracture. The pt tolerated well.